Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was not reproduced. System error 105 was confirmed through a review of the event history log. Evaluation found the motor flex to be torn and partially unseated from the j7 connector of the input/output printed circuit board (I/o pcb). The failed motor assembly was replaced. (B)(4).

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.